Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at approx. 16 cm distal to the is-1 connector pin. All fragments were received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. Visual inspection demonstrated deformations of the lead tip and of the svc shock coil. Furthermore cuttings in the insulation were observed. Blood penetrated the lead. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragments did not reveal any indication of a material or manufacturing problem.

Event description:
This lead was explanted due to high threshold. There were no adverse patient events reported. Should additional information be received, this file will be updated.